Event description:
It was reported by the patient's daughter that the patient assist activator for the loop recorder had a history of working sporadically. It was also reported that recently the low-battery indicator light had been coming on, the batteries would be changed and the activator would sometimes work but then the low-battery indicator light would come back on. The activator was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the activator was analyzed and no anomalies were found.